Event description:
An aus device was implanted on 8/20/93. The balloon was revised on 5/13/96. The entire device was removed from the pt and replaced on 5/5/97, reason not indicated. A tandem cuff was also implanted. Co has requested additional info.